Event description:
Baxter japan reported "leakage from tube" of the transfer set. This was noted during use with no patient injury or medical intervention required according to the complaint coordinator.